Event description:
A talent thoracic stent graft device was implanted in a pt for the endovascular treatment of a thoracic aortic pseudoaneurysm. The pseudoaneurysm is 5.5 cm in a diameter x 3 to 4 cm long and starts 2 cm distal to the left subclavian artery. The healthy aorta ranges in diameter from 34 mm at the left common carotid artery to 31-32 mm in diameter at the left subclavian artery. The pt has a history of pacemaker implantation, lung issues, and has been on dialysis. It was reported that the pt presented emergently and was treated for a 5.5 cm pseudoaneurysm. One talent thoracic graft (MFR report #2953200-2010-00007) was implanted without issues and was placed just as intended, right at the edge of the left subclavian artery. The procedure was completed, and the pt was fine. However, 3 days post-implantation, the pt presented emergently, and the CT showed that the pseudoaneurysm had enlarged to 7.5 cm, but the presence of an endoleak was inconclusive. The physician elected to implant a talent thoracic graft, which was placed just as intended and intentionally covered the left subclavian. The end result was very good, and because the pt had good vertebral pulses, no carotid-subclavian bypass was performed. A CT later that day, showed that the pseudoaneurysm had again enlarged, this time to 10-10.5 cm, but the presence of an endoleak was inconclusive. There was some speculation among the physicians that the aneurysm may have already been enlarged to 10 cm before the second talent graft had been implanted. It was decided to continue monitoring the pt; however, 5 days post-initial stent graft implant, the aneurysm ruptured, and the pt expired. An autopsy has not been performed.

Manufacturer narrative:
Evaluation results: death, ruptured vessel/aneurysm. Pseudoaneurysm; aneurysm enlargement. Treatment of a pseudoaneurysm.